Event description:
It was reported that during a surgery, the surgeon inserted screw to the screw hole of cage. However, the screw was not locked in the cage. Therefore, the surgeon changed the screw to another same size screw.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; the sales rep reported that the screw was not locked in the cage intra-op. Furthermore, he reported that the locking ring on the screw was deformed. Sales rep was not able to confirm if there were any gaps between the inserter and the cage prior screw insertion. According to surgical technique (stg) "a gap between the cage and inserter may result in improper seating of the screw. Prior to screw insertion, ensure the inserter is flush to the cage.¿ furthermore, the sales rep was not able to confirm if the screwdriver was excessively angulated during screw insertion. Stg states ¿excessive pivoting or angulation on the screwdriver while attached to the screw should be avoided as it can cause damage to the screwdriver and/or screw." No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event the plausible root causes of screw damage may be not fully threading the cage to the inserter and excessively angulating the screwdriver during screw insertion.

Event description:
It was reported that during a surgery, the surgeon inserted screw to the screw hole of cage. However, the screw was not locked in the cage. Therefore, the surgeon changed the screw to another same size screw.